Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was performed and no non conformances were found. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering accurately. They stated that it was under infusing. They stated that the pump was programmed to deliver 300 ml but that it only delivered 215 ml. They stated that the pump alarmed dose done with 85 ml left in the bag. Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. (B)(4).